Manufacturer narrative:
02/28/2023 - we were informed of a capsule that was retrieved surgically since the patient had a stricture and had to intervene to remove it. Customer sent their surgery report indicating patient has severe iron deficiency anaemia, she could not swallow the capsule for the capsule enteroscopy. She had a previous medullary thyroid carcinoma and total thyroidectomy was done and she had post op radiation.

Event description:
02/28/2023 - we were informed of a capsule that was retrieved surgically since the patient had a stricture and had to intervene to remove it. Customer sent their surgery report indicating patient has severe iron deficiency anaemia, she could not swallow the capsule for the capsule enteroscopy. She had a previous medullary thyroid carcinoma and total thyroidectomy was done and she had post op radiation.